Manufacturer narrative:
Additional information received indicated that the angioguard retrieval catheter/sheath could not be passed across the precise stent. The angioguard was successfully removed from the patient with the basket open. There was no adverse event or additional product issue encountered. The procedure was completed successfully without patient injury. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4) lot number 10233396 is cordis lot number 70213402. Per (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10233396. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that during the study index procedure, the capture sheath of the 7 mm angioguard embolic protection device did not engage the filter basket. The product issue occurred during retrieval of the device into the capture sheath. There was no reported patient injury. A precise 9 x 30 stent was successfully deployed at the proximal right internal carotid artery (rica) target lesion. There were no reported procedural complications, or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged two days after the procedure. The residual stenosis was 20%. The proximal rica target lesion was reported to be: an 80% stenosis, absent of thrombus, 15 mm. In length, 6 mm. Reference diameter, not calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. No debris was noted in the filter after removal. Additional information was requested.

Manufacturer narrative:
Complaint conclusion: the report received from the sapphire study indicated that during the study index procedure, the capture sheath of the 7 mm. Angioguard embolic protection device did not engage the filter basket. During retrieval of the device into the capture sheath the angioguard retrieval catheter/sheath could not be passed across the precise stent. The angioguard was successfully removed from the patient with the basket open. There was no reported patient injury. A precise 9 x 30 stent was successfully deployed at the proximal right internal carotid artery (rica) target lesion. There were no reported procedural complications; the patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged two days after the procedure. The residual stenosis was 20%. The proximal rica target lesion was reported to be: an 80% stenosis, absent of thrombus, 15 mm. In length, 6 mm. Reference diameter, not calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. No debris was noted in the filter after removal. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not returned for inspection. Lake region lot number 10233396 is cordis lot number 70213402. Per lake region report c 14,235 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10233396. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.